Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the firewall settings were incorrect and data synchronization was necessary. The field service engineer discovered a communication failure between the station and the server, which resulted in a critical error warning. To resolve the problem, the engineer modified the firewall settings and executed data synchronization. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, a fatal error occurred during the removal of the medication. The customer reported that the malfunction leading to a delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.